Manufacturer narrative:
The device was received for evaluation. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device was found out of specification in relation to the customer reported keypad inoperable which was reproduced. The reported condition was verified. Observed the 1, 2 and 0 keys were working intermittently. The cause was determined to be failed which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an inoperable keypad. The process step and the location where the problem was found were unknown. There was no patient involvement. No additional information is available.